Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Patient demographics provided.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The archive was found to have extreme displacement and compression of the fiducials. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the accuracy measurement on the navigation system displayed to be 5 millimeters following registration. The addition of tracer points increased precision, however an imprecision was still noted. The registration showed that the model was being touched on the back of the head rather than the nose. The points were removed and additional registration points were added, but the precision decreased to about 9 millimeters. A fourth attempt reduced the imprecision to 4.2 millimeters and the surgeon opted to continue as the tumor was superficial. There was no impact on patient outcome. No additional information was provided.